Event description:
It was reported that the patient's shower bag had a leak that allowed water in.

Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
This event was determined to be duplicate information to MFR# 2916596-2023-06194. The manufacturer's investigation conclusions will be submitted under MFR# 2916596-2023-06194. The manufacturer is closing the file on this event.